Event description:
Information received a smiths medical implantable ports/deltec power port-a-cath ii ports tube was defective. This was discovered during a operation to implant the device. The complaint states another device was implanted and no patient harm. Unknown if the defect was noticed before implantation and another kit was opened.

Manufacturer narrative:
Evaluation results: one deltec power port-a-cath ii port was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 16 inches and under normal conditions of illumination. No abnormalities were detected on the port tube or the catheter tips. The customer reported product problem was not replicated. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.